Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative noted upon interrogation, prior to implant, that the implantable pulse generator (ipg) showed a power on reset (por)/electrical reset dated post the manufacture date and prior to the interrogation date. It was determined that the por occurred during the post sterilization test of manufacturing and the device was fine to implant. The device was implanted approximately nine days after discovering the por. On initial interrogation at the time of implant, there were no issues noted. However, during the pre-discharge check, later the same day, a "gray bar" remaining longevity/battery voltage error was present upon interrogation. It was determined that the prior por could be the reason why the longevity estimator bar changed from green at pre-implant to a ¿re-initializing¿ state after implant detect had completed. It was noted that the battery voltage was still available under the data ¿ battery and lead measurements tab when the device is interrogated by the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.